Event description:
It was reported to philips that the device experienced charge shock failure. There was no report of patient involvement. The device was evaluated by the customer with assistance from philips remote service engineer (fse). The reported issue was confirmed and the cause was traced to a defective defibrillator capacitor. Based on the conclusion of the evaluation, it was determined that there was malfunction of the defibrillator capacitor. The part was ordered to be replaced and has been shipped. The device remains at the customer site. There is no indication of a systemic problem. No further investigation and action is warranted.